Event description:
Reported intermittent noise and low signal amplitude on the atrial channel. Chest x-ray from late (B)(6) 2021 reportedly showed normal dipole position. Pocket manipulation and postural testing were recommended for further evaluation. Lead remains implanted. No adverse patient events were reported. Should additional information become available, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.